Event description:
During use of the device for a non-clinical activity, the user reported the motor cable was partially pulled out of the connector clamp. No other details regarding the nature of the event were provided. Since the event occurred during a non-clinical activity, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.